Manufacturer narrative:
Superdimension has requested the device for evaluation but has not received anything to date. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
Site reported the superdimension ilogic system kept showing the locatable guide deviating position and the physician cancelled the superdimension portion of the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information is obtained a follow-up report will be submitted.